Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (termination)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device difficult to use "hard to get one coil in. Do not recall which coil" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included parity 4, miscarriage and gravida ii. Concurrent conditions included heart disease, unspecified. Concomitant products included carvedilol, cetirizine hydrochloride (zyrtec) and ofloxacin (flonacin). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain was resolving and the pregnancy with contraceptive device, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2016: positive. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs+mr received, reproter added, patient concomitant condition added, events added as:- vaginal haemorrhage, pregnancy on contraceptive device, menorrhagia, dysmenorrhoea, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("microperforation in the posterior uterus / right fallopian tube: no coils identified within fallopian tube."), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (termination)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to get one coil in. Do not recall which coil", device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included parity 4, miscarriage and multigravida. Concurrent conditions included heart disease, unspecified. Concomitant products included carvedilol, cetirizine hydrochloride (zyrtec) and ofloxacin (flonacin). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (dilatation and curettage. Laparoscopic bilateral salpingectomy) and surgery (dilatation and curettage. Laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: reinsertion was attempted and the device was easily passed into the tubal canal, deployed according to package inserts with 3 trailing rings noted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2016: positive. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("microperforation in the posterior uterus / right fallopian tube: no coils identified within fallopian tube."), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy (termination)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C49142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard to get one coil in. Do not recall which coil", device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included parity 4, miscarriage and multigravida. Concurrent conditions included heart disease, unspecified. Concomitant products included carvedilol, cetirizine hydrochloride (zyrtec) and ofloxacin (flonacin). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2016, the patient had essure inserted. In august 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (dilatation and curettage. Laparoscopic bilateral salpingectomy) and surgery (dilatation and curettage. Laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal pain was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: reinsertion was attempted and the device was easily passed into the tubal canal, deployed according to package inserts with 3 trailing rings noted diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2016: positive . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: uterine perforation . Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from mr: new reporter added. Case medically confirmed. New event added: microperforation in the posterior uterus / right fallopian tube: no coils identified within fallopian tube. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunc tion caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.